Event description:
It was reported that during a scheduled filter retrieval, the physician performed a cavagram and found that the filter had migrated caudally approximately 3cm, was tilted approximately 20 degrees and two arms were bent. Reportedly, the physician tried to remove the filter using two recovery cones but was unsuccessful. The physician gained access through the femoral vein and using a snare attempted to straighten the filter but was unable.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The device remains implanted; therefore, not available for evaluation. Despite attempts, case images were not provided for eval. Based on the information available, the result of the investigation is inconclusive. The event root cause is unknown. The current IFU (instructions for use): warnings: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. G2 filter removal: it is possible that complications such as those described in the "warnings, precautions, and potential complications" section of these instructions for use may affect the recovery of the device and result in the clinician's decision to have the device remain permanently implanted.